Event description:
Caller reported that screen turned on but showed a blank display without any numbers. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to interact with the pump due to display issue, and technical support arranged for a pump replacement, providing instructions for storage mode and return of the faulty pump.